Event description:
Male patient underwent a laparoscopic cholecystectomy. During the end of the procedure, the suture broke when the surgeon was closing the surgical incision. Suture package was sent to a us surgical sales representative.